Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, high capture was observed on the lead. The physician did not believe it was related to patient anatomy. The helix needed to turn around more to retract. Another lead was used. The patient was stable before, during and after the procedure.